Event description:
Foreign matter was found in the sterilized pouch when the nurse was trying to open the package during the surgery. The device was not used and there were no adverse consequences to the patient.

Manufacturer narrative:
The device was returned and evaluated. The evaluation confirmed that there was foreign material inside the sterile pouch. A review of complaint records was performed and this is the first complaint of this type against this product. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.